Event description:
It was reported that during surgery the weld broke.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that not previous serious injury has been reported, making this malfunction as not reportable, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The r3 straight shell impactor was returned and evaluated. A visual inspection of the straight shell impactor confirmed the complaint that the weld around the collet has failed. Heavy damage to the diamond knurled handle and striking plate was also observed. Additionally, the threads are able accept the corresponding mating part with no issues. Finally, the positioner tip was not returned with the impactor. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.